Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Patient called to report left side pain and hardening. Device has been explanted and replaced. Later, healthcare professional reported no complaint against the device for left side. Healthcare professional later reported "rupture/deflation".

Event description:
Patient called to report left side pain and hardening. Device has been explanted and replaced. Later, healthcare professional reported no complaint against the device for left side. Healthcare professional later reported "rupture/deflation".

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed broken device and an opening assessed as fold flaw opening. As per the investigation procedures, creases, non-penetrating nicks and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.